Event description:
Account reports a patient with a previously identified anti-kell failed to react with vs336. The kell positive cells of vra139 reacted 1+.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed.(B)(4).